Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part was returned for manufacturer review/investigation,. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018 during an intramedullary nailing of right femur, the stepped drill bit and the radiolucent insertion handle failed/broke due to extremely dense bone of the patient. Fragments were generated and attempted to retrieve the drill bit but were ultimately abandoned in place. There was a surgical delay of 45 minutes. The procedure was successfully completed. Patient status is unknown. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle for expert nails/100mm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device condition: visual inspection performed at customer quality observed the broken distal alignment tab on the returned device. Broken tab portion was not returned at customer quality. No further issues were noted. Document and specification review: no design issues were identified. Dimensional analysis relevant portions was not able to be performed as the device tab portion was not returned. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device history lot part: 03.010.486. Lot: 9241121. Manufacturing site: (B)(4). Release to warehouse date: 27. Feb. 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.